Manufacturer narrative:
The console was received and the reported error code was found in the log data but was not repeatable. Evaluation of the console showed signs of fluid intrusion in the encoder. The encoder and cable were replaced and the console completed processing with no complications. The root cause of the fluid intrusion is unknown.

Event description:
The hospital biomedical engineer reported for perfusion that an issue was encountered with the mps2 console during use. The report stated that the perfusionist was giving the initial dose and got an alarm message. The perfusionist stated that she kept receiving the alarm after powering off and back on. The perfusionist stated she used another console to complete the procedure. There were no patient complications reported as a result of the alleged issue. The console is expected to return to the manufacturer for evaluation.